Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device's therapy delivery test failed. There was no patient involvement. Based on the information available, the cause of reported issue is due to the defective assy capacitor. Device is working fine as per manufacturer's specifications after replacement of defective assy capacitor. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.